Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with activ l. It was reported that the incident occurred on (B)(6) 2020. Scrub tech put the 10mm cap on the 12mm inserter and cross threaded it. There was no patient harm. This occurred during an l5/s1 spinal procedure. This event/malfunction prolonged the surgery for 5 minutes. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Without the product available for analysis and with the lack of information it is not possible to determinate a root cause for the problem.